Event description:
The customer reported the system did not boot up completely and displayed an x-ray disabled error message. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system's interface circuit board was replaced. The system was then found to be operating as intended.